Event description:
It was reported that during a lap gastric bypass, there were malformed staples. The case was completed using a competitor's device with no patient consequence.

Manufacturer narrative:
Eval summary: the analysis results showed that one device was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. However, the cut was jagged due to a damage knife. This damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Event described could not be confirmed as the device achieved a complete firing cycle and the staples were noted to have a b-formed shape. It should be noted that a 100% inpsection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch review was performed and no anomalies were found during the manufacturing process.